Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer has reported the following: "mx40 speaker malfunction error- no local audio." The device was not in use on a patient.